Manufacturer narrative:
The customer did not return the suspected product. A device history record was reviewed for the contour next one meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next one meter (serial # (B)(4). An in-house testing was performed using the returned meter with in-house contour next test strips and contour next control solution, which gave satisfactory performance. The returned meter was also tested with the in-house contour next test strips and breeze 2 control solution to simulate as blood. All readings were properly stored in the meter's memory.

Event description:
The advocate from (B)(6) reported that the customer's blood glucose readings were not stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.